Event description:
Same case as MFR #'s: 2134265-2009-01952, 2134265-2009-01953. Same patient as MFR #'s: 2134265-2009-01948, 2134265-2009-01949. Clinical trial. It was reported that post coronary artery drug eluting stenting treatment procedure, the patient presented with chest pain and inferior myocardial infarction (mi). The implant procedure was treating diffuse disease noted at vein graft in distal rca (right coronary artery). Disease progression was noted distally and proximally to the previously deployed taxus express2 stent. Pci (percutaneous coronary intervention) was performed with the implantation of a 2.50x20mm taxus express2 and balloon angioplasty with a 2.50x20mm maverick2. The patient presented 137 days following the implant procedure with chest pain. Diagnostic tests showed the patient had an st elevation myocardial infarction. According to the physician, this was likely caused by the progression of disease in the vessel with the previously deployed taxus express2 stents. The patient was treated with aggressive medical management including aspirin, plavix, lovenox, and integrilin in addition to routine post mi therapy. The patient was discharged on day 140 with the event reported to be resolved.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event. Should further relevant information become available; a supplemental medwatch report will be filed.